Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU), specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, IFU as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Medical affairs reviewed the reported information and a clinical review was performed. The review states: the graftmaster stent was able to seal the perforation and patient seems to be stable until the 7th day post-procedure. There was no reported device malfunction. The cause of death is not known due to limited information, but it is unlikely related to graftmaster.

Manufacturer narrative:
Device code 2017- above rated burst pressure g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on (B)(6) 2019 the 2.80x16 mm graftmaster device was used to treat a perforation located in the proximal circumflex coronary artery. The stent was implanted at 18 atmospheres (atm) and the perforation was sealed. On (B)(6) 2019 it was reported that the patient died. No additional information was provided.